Event description:
A customer reported the equipment was turning off during surgery. The scrub tech pressed the emergency button and did not know how to reset the equipment. There was a "significant delay" in the procedure. There was no known harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and found the emergency stop switch engaged. Additionally, the interlock switch was in the wrong position. However, this is likely unrelated to the reported event of the customer's system turning off. The customer activated the emergency stop switch and did not know how to reset it. This confirms the reported event, as engaging the stop switch shuts down the system as a safety measure. W/o resetting it, the system will be unable to restart. The event was found to be the result of improper use. The customer was instructed on the proper use of the system. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause was activation of the emergency stop switch as a result of improper customer use. (B)(4).